Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the roller no longer cuts well, defect and the coil is defect. This device was returned for annual/preventative maintenance only and there was therefore no event, no procedure delay, and no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the reported event could not be duplicated as the device passed the sample graft test. However, the cutter was found to be damaged and the roller was discolored. The cutter and roller were replaced and the device operated as intended. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.